Manufacturer narrative:
(B) (4).

Event description:
Procedure type: unknown. According to the reporter: during use 1mm plastic piece fell into the cavity. The piece was retrieved. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No additional patient info available. No patient injury was reported.